Event description:
Procedure type: lower anterior resection. According to the reporter: during the case, the device looked and felt like it had fired. The surgeon did mention that the stapler felt like it fired twice. The surgeon only fired on the distal colon a gia was applied to the proximal. After fifteen minutes, the surgeon sized the colon and it was open. The surgeon couldn't tell if this was at the staple line because the surgeon was unable to feel or see the staple line, as it was so low in the pelvis. The pt had radiated and thin tissue. Sutures were used to hand sew and converted to ileostomy. Since, the surgeon had to hand sew it added about thirty minutes on to the case. It did not go over thirty minutes, but right up to thirty minutes.

Manufacturer narrative:
(B)(4).